Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) s/n (B)(4) found the ins had a reduced battery capacity due to overdischarge. Analysis of the lead v104849039 found the lead body was segmented and cut through. .

Event description:
It was reported that the patient¿s lead was revised. The reason for removal was a ¿worn component-end of life.¿ the implantable neurostimulator was also revised/replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60,, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.